Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used on (B)(6) 2013. According to the complainant, during unpacking, there was a problem with the device; possibly in the release of it. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.